Event description:
It was reported that during defibrillation threshold testing (dft) following the implant procedure, this programmer's touch screen froze and the technician was unable to press any buttons. The programmer was exchanged to resolve the event and no adverse patient effects were reported. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified air or water bubble ingress underneath the touchscreen. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. Additional detailed analysis determined there were error codes present and these were the result of a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Manufacturer narrative:
Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing as the programmer has not been returned for analysis.

Event description:
It was reported that during defibrillation threshold testing (dft) following the implant procedure, this programmer's touch screen froze and the technician was unable to press any buttons. The programmer was exchanged to resolve the event and no adverse patient effects were reported. The programmer is expected to be returned for analysis, but has not yet been received.